Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the rasp disassembled from the mis, rasp handle, double offset, left. It was also reported that the handle has been used less than 100 times. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, device evaluated by MFR. Trend analysis: no trend considering the following event is identified: mechanism disassembled. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the rasp falls intraoperatively from the impactor. The spring-blade does not fix the rasp during impaction. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the rasp handle was returned for an investigation disassembled. The rasp handle has deformations and discolorations in the region where the leaf spring of the locking lever touches the handle / housing in the locked position. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is likely. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Not possible the instrument does not show any signs of an off-label use. Conclusion summary: the rasp handle was returned for an investigation disassembled. It was reported that the rasp fell intraoperatively off the impactor. Due to excessive use there is a chamfer like contour and discolorations in the housing of the instrument, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever, resulting in an unstable locking of the rasp. However, no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).